Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject axs vecta 74 catheter device was used with other devices to treat the location of proximal face of clot at the left mca (middle cerebral artery) m1. Prior procedure, the patient's neurological assessment showed thrombolysis in cerebral infarction (tici) score of 0 and national institute of health stroke scale (nihss) of 20. During first pass, during procedure, the embolization to new territory occurred; from the original clot m1 to m2 which possibly related to the subject device (axs vecta 74 catheter). There were no symptomatic intracranial hemorrhage or neurological deterioration reported. 24 hours post procedure, the patient was assessed having a tici score of 2b67 and (nihss) of 20. The patient was discharged approximately 5-7 days post procedure with tici score of 20 and mrs (modified rankin score) of 5. On day 30 with the mrs of 5. No other information was provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'patient thromboembolic event' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the subject axs vecta 74 catheter device was used with other devices to treat the location of proximal face of clot at the left mca (middle cerebral artery) m1. Prior procedure, the patient's neurological assessment showed thrombolysis in cerebral infarction (tici) score of 0 and national institute of health stroke scale (nihss) of 20. During first pass, during procedure, the embolization to new territory occurred; from the original clot m1 to m2 which possibly related to the subject device (axs vecta 74 catheter). There were no symptomatic intracranial hemorrhage or neurological deterioration reported. 24 hours post procedure, the patient was assessed having a tici score of 2b67 and (nihss) of 20. The patient was discharged approximately 5-7 days post procedure with tici score of 20 and mrs (modified rankin score) of 5. On day 30 with the mrs of 5. No other information was provided. Update: received additional information on 28-jan-2022 confirmed the ent form m1 to m2 . Second pass was required to treat m2 as medical intervention . The patient was life threatening, permanent impairment of a body structure, and inpatient hospitalization. Second additional information received on 03-feb-2022 stated that patient¿s presenting condition prior to procedure as the patient was already admitted d/t covid-19 dx, extensive medical hx, intubated, nihss (national institute of health stroke scale) of 20. Patient has experienced due to ent as several subsequent adverse events, all of which are documented and unrelated to this event. The procedure successfully completed with tici (thrombolysis in cerebral infarction score) of 2b67 reperfusion achieved. Per physician¿s opinion, the cause of the embolization to new territory was related to the index stroke and possibly related to the subject device.